Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the guidewire and left ventricular (lv) lead were too advanced into the coronary sinus, which resulted in dissection. After lead placement, the guidewire was withdrawn from the coronary sinus and transient atrioventricular block occurred, which may have been attributed to a kink in the lead. The lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.